Event description:
Boston scientific received information that following the implant of this device, out of range pacing impedances were observed on the right ventricular (rv) lead. This device was explanted one moth post implant as an elective procedure to be compatible with the df4 lead. There were no adverse patient effects.

Manufacturer narrative:
The explanted device was returned. Initial analysis was performed and found the device to meet specifications. A request for additional analysis to be performed has sent. This report will be updated once analysis has been completed.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device passed automated rp2 tests, pin gage tests, and the lead seal witness marks indicate that all leads were fully inserted. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.